Event description:
It was reported that continuous cardiac output values were unable to be obtained in the operating room. The nurse tried pulling the catheter back and met resistance. The clinical staff observed that the catheter was pulsating. It was further reported that the physician successfully removed the catheter under x-ray. The clinician observed that the thermal filament had unraveled. No patient complications were reported. The patient had to stay an extra 24 hours in ICU to rule out any possible internal bleeding. Follow up indicated that a laser procedure was in process at the time of usage of the swan-ganz catheter. It was further reported that it appeared that the laser may have poked a pin hole in the catheter, which caused trauma to the catheter as well as the reported unraveling of the thermal filament.

Manufacturer narrative:
Device was received for evaluation. The catheter was returned with damage to the thermal filament, cover and catheter body. The eeprom data was normal. The thermistor was found to function normally, and there were no open or intermittent conditions observed. The damage to the filament, cover, and catheter body was located 21 centimeters proximal of the catheter tip. The filament cover and filament were torn and there was also a tear in the catheter body. The catheter body tear had entered one or both of the proximal lumens; however, there was no leakage observed into the lumens because the tear was distal of the lumen plugs. The balloon inflated clearly, concentrically, and there was no leakage observed. The introducer was not returned for evaluation.